Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Internal power source was unable to charge. Insulin pump had clear the alarm. Customer remove battery and monitor the notification light. The notification light did not stop flashing immediately. Customer enter the new battery and clear the alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Customer returned pump for an alleged pump error 25 found on (B)(6) 2017. The insulin pump passed the displacement test. Pump failed sleep current test and active current test initially due to pump error 25. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Pump error 25 was found in the history files on the event date at 04:28:00.00 due to software error. Pump was recycled to allow the pump to charge for a full day. Insulin pump was sent for redownload to generate the second power management graph. The second power management confirmed the unloaded voltage (ul vlith) charged and stabilized to typical voltage range. Pump passed active current test and sleep current test after recycling the pump. Pump was cu test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, overlay scratched, scratched case, cracked retainer. Insulin pump error 25 found was confirmed due to a software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.